Event description:
During product evaluation by a baxter service technician, a colleague infusion pump required the replacement of two np2-n2 batteries. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The device is currently being evaluated on-site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be depleted main batteries. To correct the condition, the main batteries were replaced. If any additional information is received, a follow-up MDR will be sent.